Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
The customer reported temperature was too high. There was patient involvement, but no one was harmed.

Manufacturer narrative:
Date received by manufacturer: 11dec2019. Report date: 19dec2019. The manufacturer¿s field service engineer (fse) confirmed the reported temperature is too high issue. The manufacturer¿s field service engineer (fse) replaced the filter membrane to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. No parts returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.